Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 had failed. A field service engineer removed the full-height drawer from the main station chassis and identified that the magnet had dislodged from the latch assembly. The damaged latch component was replaced and reassembled. The drawer was reinstalled, and once users paused medication dispensing, the fse shut down the station, connected the pyxibus cable, and restarted the system. The startup was interrupted to access support mode, where the fse used the hardware testing application to run a final test on the previously failed drawer. The system functioned as intended after the field service engineer repaired the device.